Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6)2019. The reporter states the patient saw (B)(6) on the cgm and treated herself with insulin. An unknown time later, the patient felt funny and asked the reporter to drive her to the hospital where they performed a finger stick reading and the meter displayed (B)(6). The patient was treated in the emergency room for hypoglycemia. The patient has since been released and is stable at home. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The reporter states the patient saw 17 mmol/l on the cgm and treated herself with insulin. An unknown time later, the patient felt funny and asked the reporter to drive her to the hospital. At the hospital the patient had a fingerstick reading of 2.7 mmol/l. The patient has since been released and is stable at home. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available. There were no reported glucose values available to search within the parkes error grid calculator.